Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es int1-ed3 two medications have incorrect and invalid location assignments where the recorded current location cannot logically exist. The first item, instrument (supply) (med ID: nm instrument), was listed at main drawer 3.2-pocket d-252. The second item, methocarbamol (robaxin) 500 mg tablet (med ID: 7300784), was listed at main drawer 3.2-pocket a-251, although it was last correctly documented on (B)(6) 2026 at 17:12 as being on main drawer 3.2-pockt a4, with a subsequent unexplained location change appeared on reports. Additionally, on (B)(6) 2026, a nurse attempted to remove a medication and an incorrect cubie pocket opened; review of the all-device events report shown the last access on (B)(6) 2026 from main drawer 2.1-pocket b2, yet on (B)(6) 2026 the location was recorded as main drawer 2.1-pocket b-254, with no documented cubie access or eject events between these transactions. However, there were no delays or adverse events or injuries reported based on this event.